Event description:
Clinical notification received for revision due to infection. Date of implant: (B)(6) 2022. Date of revision: (B)(6) 2022. (Left knee) treatment: revision; femoral component, tibia, and patella revised.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Based on the visual analysis of the provided photographic evidence for, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6) 2022: primary left knee tka was performed with depuy synthes implants including patella. Pmh: dm2, cad, CABG, htn, obesity, psoriasis, and bph. Unknown date prior to revision: patient c/o stiffness, impaired range of motion, and new onset redness at the superior portion of the incision. A local I&d was done in the office which determined there was a larger pocket of fluid requiring a deeper I&d in the or. (B)(6) 2022: patient undergoes a left knee I and d, removal of all hardware including patella and placement of an antibiotic spacer. Purulent fluid was found. An attune femur, all poly tray, and patella were placed. The patient was treated with IV vancomycin and awaited culture results.